Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
Approximately 2 hours after hd treatment finalization with polyflux 140 h dialyzer a pt in (B)(6) presented with pruritus and went to the emergency dept where she was given antihistamine and steroids prior to returning home. No hospitalization or blood loss was reported in relation to the event with the polyflux 140 h dialyzer. Previously, the pt had been treated with polyflux 8 lr dialyzers. After the pruritus event the pt was treated successfully with a polyflux 8lr and no pruritus or other problem was reported. The clinical info provided is not consistent with a dialyzer reaction which would have presented immediately after initiating treatment. The cause of the symptoms is unk.